Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue.  Physio replaced the power pcb assembly and observed proper device operation through functional and performance testing.  The device was then returned to the customer for use.

Event description:
The customer reported that their device would not power on. In this reported condition, the device could not be used on a patient, if needed. There was no report of any patient use associated with the reported issue.

Manufacturer narrative:
Physio-control further evaluated the removed power pcb assembly and observed multiple burned components.  A component cause could not be identified.